Event description:
The facility representative reported an infusion pump with depleted batteries. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 16, 2007. Evaluation summary:the condition of depleted batteries was confirmed. This device was evaluated at the customer's facility in late 2006. The batteries were replaced due to potential damage. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.